Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause pf peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with ceftazidime (intraperitoneal) for the peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow-up.